Manufacturer narrative:
Additional information was received that the result of the imaging was normal. The patient underwent a procedure wherein the ipg was replaced. The physician did not suspect malfunction with the device. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the ipg was not holding a charge and the patient was having difficulty charging it. Imaging was taken to confirm the ipg location. The patient will undergo a revision procedure wherein the pocket site will be relocated and the ipg will be replaced.

Event description:
A report was received that the ipg was not holding a charge and the patient was having difficulty charging it. Imaging was taken to confirm the ipg location. The patient will undergo a revision procedure wherein the pocket site will be relocated and the ipg will be replaced.